Event description:
In 2008, the lay user/reporter contacted lifescan (lfs) alleging the one touch ultralink meter was displaying the 'apply sample' icon after correct sample application to the test strip. The pt's testing device technique was correct, and the test strips properly drew in the sample. The issue was not resolved with troubleshooting. The pt claimed he developed the symptoms of nausea and lightheadedness during this meter issue. However, the pt took no actions following the use of the meter, nor did he seek any medical attention. The meter was replaced. The pt did not suffer any injury due to the reported issue. The pt claimed he developed symptoms during the 'apply sample' meter issue, but denied taking any action or seeking medical attention. However, as the 'apply sample' issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate them. Lot number: second lot number of test strips also used # 2845400.